Event description:
It was reported that an asymptomatic patient presented in clinic. The patient reported receiving a vibratory alert a few weeks post ICD implant in (B)(6) 2013. The alert was for non-sustained lead noise. Review of the stored episodes indicated possible t-wave oversensing or low level noise. Lead exhibited no anomalies and noise could not be reproduced in clinic. Programming changes were made. Device remains implanted. Patient condition is fine.